Event description:
The pt experienced a shocking/jolting sensation and their device has a history of low impedance. The pt was scoped and lead placement looked fine. The pt was at 10 volts for stimulation. Impedance change from 570 ohms to range of 200 to 300 ohms. Further info was requested.

Manufacturer narrative:
(B) (4).